Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021, reported as "at the end of may". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large volume infusor would not flow. This issue was identified during patient infusion. It was further reported that more than 90ml unspecified solution remained in the infusor. There was no patient injury or medical intervention associated with this event. No additional information is available.